Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that they was in hospital for 6 weeks and the plastic that holds the reservoir missing, they need the cap ,lock. Customer stated that they were hospital due to drug reaction for pill prescribed for a breast tumor. Customer stated that they admitted hospital via ambulance oncologist it was urinary tract infection health care personnel stated that it was gastric infection. Customer stated that they tried to regulate insulin with syringes but were not able to, so they took customer's to intensive care unit and then took them to another hospital then rehabilitation still struggle with regulating blood glucose with the injections. The insulin pump will not be returned for analysis.